Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 439 mg/dl at the time of incident and over 439 mg/dl. Customer was treated with correction bolus every two and half-hours because of her flu. Customer stated that the cannula was bent. Troubleshooting was declined. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.